Event description:
The distributor reported that a customer received false positive results over the past 3-4 months for 3-4 patients. The patients were presenting for hcg testing prior to undergoing iud insertion procedures. Each patient's urine sample was tested which yielded a weak positive hcg result. Retests were performed for each patient using the same urine sample along with devices from the same lot and a positive and 2 negative hcg results were obtained. A confirmatory blood test was performed which yielded a negative hcg result. No adverse health outcomes were reported. Although requested, no further information was provided. We are conservatively reporting for 4 patients. This report is for patient 2. See 2027969-2025-00219, 2027969-2025-00221, and 2027969-2025-00222 for patients 1,3 and 4 respectively.

Manufacturer narrative:
B3 - date of event: was not provided, therefore 1oct2025 was selected. D9 - device available for evaluation from no to yes. D9 - date returned to MFR null was updated from na to blank. D9 - date returned to MFR was updated from blank to 6jan2026. H3 - device evaluated by MFR? Was updated from no to yes. H6 - adverse event problem and h11 - additional MFR narrative were updated to include return testing. Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate the customer reported applying a few drops of sample onto the absorbent tip. According to the package insert, "with arrows pointing toward the urine specimen, immerse the test strip vertically in the urine specimen for at least 10-15 seconds. Do not pass the maximum line (max) on the test strip when immersing the strip. Place the test strip on a non-absorbent flat surface, start the timer and wait for the colored line(s) to appear. Read the result at 3-4 minutes. Do not interpret results after the appropriate read time. It is very important to follow the instruction". Deviations in testing technique cannot be ruled out as the cause of the reported issue as the issue was not replicated during testing of retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very low levels of hcg (less than 50 miu/ml) are present in urine specimens shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - this test may produce false positive results. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
B3 - date of event: was not provided, therefore 1oct2025 was selected. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate the customer reported applying a few drop of sample onto the absorbent tip. According to the package insert, "with arrows pointing toward the urine specimen, immerse the test strip vertically in the urine specimen for at least 10-15 seconds. Do not pass the maximum line (max) on the test strip when immersing the strip. Place the test strip on a non-absorbent flat surface, start the timer and wait for the colored line(s) to appear. Read the result at 3-4 minutes. Do not interpret results after the appropriate read time. It is very important to follow the instruction". Although deviations in testing technique were noted, a definitive root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimens shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. This test may produce false positive results. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The distributor reported that a customer received false positive results over the past 3-4 months for 3-4 patients. The patients were presenting for hcg testing prior to undergoing iud insertion procedures. Each patient's urine sample was tested which yielded a weak positive hcg result. Retests were performed for each patient using the same urine sample along with devices from the same lot and a positive and 2 negative hcg results were obtained. A confirmatory blood test was performed which yielded a negative hcg result. No adverse health outcomes were reported. Although requested, no further information was provided. We are conservatively reporting for 4 patients. This report is for patient 2. See 2027969-2025-00219, 2027969-2025-00221, and 2027969-2025-00222 for patients 1,3 and 4 respectively.